Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The ventilator was investigated onsite by our field service engineer (fse), the expiratory channel and control printed circuit boards (pcb) was found to be defective and the fse resolved the reported failure by replacing them. Then the ventilator passed all functional and safety test and was cleared for clinical use. This can't be confirmed due lack of logs. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The replaced pcb's where sent for further investigation. Both pcb's were then tested together in our ventilation laboratory. Several puc's were performed before and after several days of ventilation. The reported problem could not be reproduced. Therefore, the root cause of the reported issue could not be determined.

Event description:
Manufactures reference ID: (B)(4).